Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint nasal interfaces have not been returned to fph new zealand for investigation. The investigation (visual inspection) is based on a photograph provided by the customer. Questions in regards to the reported complaint were sent to the customer, but no answer has been received. Results: visual inspection of the provided photograph revealed that the left side of four nasal cannulae and the right side of one nasal cannula was broken. Lot dates were provided by the customer for the cannulae: 3x lot 150623, manufactured on 23 june 2015; 2x lot 150727, manufactured on 27 july 2015. A lot check revealed no other complaints of this nature for lot 150623 and lot 150727. Conclusion: the cannulae would not have passed testing on the production line in a damaged condition. We note that the hospital reported that the damage occured "when taking the cannulae on the patient". The damage to the interface is most likely caused by the hospital staff pulling on the cannula or overtightening of the headstrap during setup on the patient. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. Our user instructions that accompany the opt546 illustrate the procedure for fitting the optiflow nasal cannula to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that when using opt844 nasal cannulae, "the rubber in front was going apart". No patient consequence was reported.

Manufacturer narrative:
(B)(4) we are currently in the process of obtaining further information from the hospital to determine if the complaint opt844 optiflow nasal cannulae caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that when using opt844 nasal cannulae, "the rubber in front was going apart". No patient consequence was reported.